Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was scheduled to have the scs system removed. Reportedly, the patient fell multiple times and landed on the side where the ipg was implanted. The patient stated the ipg incision wound opened and the implant site was uncomfortable. Follow up identified surgical intervention was taken, during the procedure the physician found a hematoma had developed underneath the ipg. The physician removed the ipg.